Manufacturer narrative:
Recall number: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1202. It was reported the pt experiences a heating sensation at his ipg site while charging. A new le charger was sent to the pt to address the issue.